Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer's husband called to report that she wore a pod for about 14 hrs, her bg was "high". So, she removed pod right away and noticed blood in cannula and that cannula was kinked. Customer was able to activate new pod. The caller stated that the device involved would be returned for evaluation.